Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was having sensor issues; when the sensor was removed to check for damage a piece of the cannula was missing. The patient's blood glucose at the time of incident was 4.0 mmol/l. No products were shipped or returned.